Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the drive support cap is sticking out. The customer's blood glucose was over 600 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.